Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H 6. Medical device problem code of appropriate term/code not available (a27) represents patient event non-serious. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was air pulling from the vizigo¿ sheath. It was reported that there was a st elevation after the first radiofrequency (rf). The physician reported to the biosense webster inc. (Bwi) representative that there was air pulling from the vizigo¿ sheath. The sheath was replaced for an agilis sheath and the case continued. There was no patient consequence. The st elevation was assessed as non MDR reportable as there is no indication that medical intervention was provided and no extended hospitalization was required. The issue with air pulling from the sheath is considered MDR reportable product malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was air pulling from the vizigo¿ sheath. It was reported that there was a st elevation after the first radiofrequency (rf). The physician reported to the biosense webster inc. (Bwi) representative that there was air pulling from the vizigo¿ sheath. The sheath was replaced for an agilis sheath and the case continued. There was no patient consequence. The st elevation was assessed as non MDR reportable as there is no indication that medical intervention was provided and no extended hospitalization was required. The issue with air pulling from the sheath is considered MDR reportable product malfunction. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. No leakage, air, nor bubbles were observed. Device history record was performed for the finished device 00002481 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001499921